Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility administrator reported two events of a sliver or double corneal flap side cut made during a lasik flap creation. Upon follow up, reporter indicated patient's flap came out okay, but was a little sticky.

Manufacturer narrative:
A field service engineer (fse) visited the site to evaluate the system. The fse found the objective dirty and cleaned the objective to address the reported event. A dirty objective could affect the quality of the incisions. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event can be attributed to the dirty objective. The manufacturer internal reference number is: (B)(4).